Event description:
It was reported that when the pump was interrogated to program a dose increase, on the day of report, it was noticed that a pump memory error occurred. The pump was only recently implanted and the patient was reported to be asymptomatic because of the low dose they are on. It was unknown if any audible pump alarms were heard. At the time of report, the patient was in a mental facility. It was later reported that it was thought the 8870 card may be old. No magnetic interference was suspected. The patient was reported to be doing fine. At implant the pump was fine. The pump was used to infuse gablofen (concentration 500ug/ml, daily dose 24ug/day).

Manufacturer narrative:
Concomitant medical devices: product ID: 8840, product type: programmer, physician. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8870, product type: software. (B)(4).